Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a moderately calcified, 70%-80% stenotic lesion in a moderately tortuous vessel. It is noted the lesion was not predilated. The physician attempted to reach the lesion with a taxus express2 8.8% 3.0 x 20 mm stent, however, was unable to cross the lesion. After the removal of the taxus stent from the pt's body the physician noticed that the struts on the proximal end were frayed. No pt injuries or complications were reported. The procedure was successfully completed using another of the same device. Pt status is reported as "satisfactory/good."